Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced inaccurate cgm values 3 days after the sensor had been inserted in the abdomen. On (B)(6) 2024 the patient experienced sweating, being very lethargic, and was "not fully conscious". When a fingerstick was taken the blood glucose reading was 1.3 mmol/l. The reporter remembered that the cgm reading was inaccurate but did not remember the specific value. The patient was treated by their wife with sugar and jelly babies. After treatment, according to the reporter, the patient "started to come around". No emergency services were contacted, and no further treatment was reported to be needed. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.